Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, bowel and urinary problems, vaginal scarring, shrinkage, exposure, extrusion, protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal/revision on (B)(6) 2012. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03056. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) undefined bowel problems, undefined urinary problems, mesh exposure. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03056. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal on (B)(6) 2012.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, bladder calculus, mitral valve disorder, tobacco disorder, ex venous thrombosis and embolism. The patient had complained of vaginal pain and difficulty walking with dyspareunia, after the anterior mesh placement in 2006. Red blood cells were found in the urine with cystoscopy. Mesh erosion was found to have mesh erosion into the bladder, just anterior to the right ureter and the right trigone with stones attached to mesh. The patient underwent mesh revision/removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 6/07/2016. Additional information: age/date of birth.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence and retention.